Manufacturer narrative:
The complaint of premature discharge of battery was not confirmed. The device was received operating at elective replacement indicator (eri) level. Analysis of device image indicates autocapture was enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics and no anomaly, with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that excessive battery discharge was observed on the pacemaker. The battery life had decreased substantially from 1.2 years in (B)(6) 2021 to reaching the elective replacement indicator (eri) in (B)(6) 2021. Premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was stable.